Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. Correction(s): h8. Initial use of device.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument was observed to have a broken cable. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the event described in this complaint will not be reportable in the reporter's country under the exemption rule where no serious injuries or death occurred.

Manufacturer narrative:
The 8mm monopolar curved scissors (mcs) instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.